Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unk reasons. Device was replaced with a 23mm therma fix. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.